Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had issues with their preexisting gastroparesis, which ¿was off the charts.¿ the patient was admitted to the hospital on (B)(6) 2017. The patient¿s friend/family member was unsure if the device was working and they were inquiring if a manufacture representative could check on the status of the device. Additional information received reported that the patient was going to be sent home form the hospital on (B)(6) 2017. No further complications were reported/anticipated.